Event description:
Ongoing reliability issues with baxter colleague pump...11/17/98-172 pumps put into svc. 3/2/98-on site software upgrade 21 failures. 4/18/98-call of concern to baxter rep. 4/10/98-rec'd 10 loaner pumps. 5/1/98-conference call to baxter engineering predicted 3rd qtr 98 fix. Promised error code list. 5/13/98-error code in hand. There have been numerous failures since due to 1. Battery failure, 2. Pump head shut the position, and 3. Pump head.